Manufacturer narrative:
The reported adverse event was gum recession and periodontal disease. Date of event is approximate. The complaint was received from a consumer in (B)(6).

Event description:
The consumer alleged that their protectiveclean power toothbrush caused gum recession and periodontal disease in their mouth.

Manufacturer narrative:
Analysis results- the root cause of the customer's could not be determined as no functional fault could be identified with the product.